Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. Placement of a new introducer sheath and stellarex device was required, resulting in a prolonged procedure. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the device or lumen. Carefully withdraw the catheter.

Event description:
The stellarex device was used to treat a severely calcified and a severely tortuous proximal cfa. The physician attempted to load the stellarex over three different size guide wires (014, 018, 035), but was unable to pass all the way through the 6f terumo destination sheath. The stellarex was removed from the 035 guide wire, which remained in the patient. The physician then removed the introducer sheath and replaced it with a new introducer sheath. At that point, a new stellarex was loaded over the existing 035 guide wire and was able to pass through the new introducer sheath with no issues. When the first stellarex was removed from the patient, the physician did not attempt to load the new stellarex through the first introducer sheath. Therefore, it is unknown if the stellarex was unable to pass due to an occluded guide wire lumen (preventing the stellarex to advance past the introducer sheath) or an occluded introducer sheath.